Manufacturer narrative:
The investigation has been completed. A device history record (DHR) review was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The instructions for use (IFU) states: ¿before using the equipment, always check that there is no irregularity regarding the following points on the lid and the lid packing. If there is any irregularity, cleaning fluid or disinfectant solution may leak out.¿ the root cause could not be conclusively determined. Probable causes that could have led to the reported event include that the lid being contacted with a scope when it was closed and/or something hard hit the lid.

Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to the user facility. The fse confirmed the damaged lid. The oer-pro had been disconnected from water and drain. The fse reconnected the oer-pro and purged the air. The lid was replaced and the device was repaired according to specifications. Software attributes have been verified and confirmed. No other issues were reported. If additional information is obtained a supplemental report will be filed.

Event description:
A user facility reported a cracked lid on their oer-pro. There is a whole piece missing from the lid. No patient involvement or injury was reported. No additional information has been obtained.